Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when transecting the gastric tissue during a laparoscopic sleeve gastrectomy, it was stated that the surgeon was able to press the green button but not squeezed the handle and the stapler did not fire. A reload was replaced to complete the case. There was no patient injury.